Manufacturer narrative:
Other applicable components are: product ID: sr-6000, lot# 082a20517, product type: accessory. Analysis of the sr-6000 had shown that the threads on the tip of the screw had stripped. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was sending the screws back for analysis. They also wanted to clarify that the screws had stripped threads at the tip of the screws, and not that the heads had broken off. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: sr-6000, lot# 082a20517, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: sr-6000, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown dbs therapy it was reported that the caller stated they had a case in which the head broke off of the screw for the stimloc. The caller stated that the screws were replaced from item sr-6000. The caller stated that this was the second time it happened and referenced follow up indicating it was reported. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: sr-6000, lot# 082a20517, product type: accessory. If information is provided in the future, a supplemental report will be issued.